Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A cystoscopy was performed, and urethral erosion was identified; therefore, the patient underwent a surgical procedure to remove and replace the device. No additional patient complications were reported.